Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for eval, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Upon eval, the rod has been slightly contoured. Based upon the shiny surface around the break area of the cocr rod, it appears the break occurred within the yoke of one of the pedicle screws or a like contact area. Several other possible causes which may have contributed to this issue could be excessive force/trauma or inappropriate activity during recovery. The exact cause of the breakage cannot be ascertained. Please note this MDR and MDR # 3004142400-2015-00001 are from the same surgery. They are reported separately as they are two different type rods.

Event description:
It was reported to globus on (B)(4) 2014 that a revision surgery had taken place in which two broken revere rods were removed, pt had an office visit (B)(6) 2014 and x-rays show fracture of both rods with some lateral listhesis. Revision surgery took place (B)(6) 2014.